Manufacturer narrative:
Physio-control reviewed the downloaded electronic patient record and verified that the device had prompted "abnormal energy delivered" five times. It was observed that the patient impedance was of range (>300 ohms) at the time of the shocks, which resulted in the "abnormal energy delivered" messages. After performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the high impedance could not be determined.

Event description:
The customer contacted physio-control to report that their device had not delivered a shock, three times, while a patient was connected with defibrillation electrodes. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to reproduce the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had not delivered a shock, three times, while a patient was connected with defibrillation electrodes. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.